Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the vessel sealer extend (vse) instrument was sticking. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Correction: the instrument is a curved-tip stapler 30, not a vessel sealer instrument as stated in the b5 field of initial MDR. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis could not replicate or confirm the reported ""sticking"" issue. The instrument showed no physical damage and performed normally during testing, including firing, clamping, and unclamping. All staples were properly formed, and system logs showed no failures. The instrument was found to be fully functional.

Event description:
Refer to h11 for follow-up information.